Event description:
It was reported that the patient developed an infection with his second device. The device was removed and replaced, similar to his first device. No further information was provided. Please reference regulatory report #3007566237-2012-02640 for the related event.

Manufacturer narrative:
Product ID 3986ilc, lot # n24890, product type lead; product ID 3210, serial # (B)(4), product type transmitter.